Event description:
It was reported that an unspecified bd max zero connector leaked. The following information was provided by the initial reporter: "it was reported by the customer that the medicine is leaking from syringe at maxzero connection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: no product or photo was returned by the customer. The customer complaint of medicine leaking from syringe at maxzero connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.